Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient's spouse contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter read inaccurately high in comparison to another meter. The complaint was classified based the customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2014 at approximately 3:30am, the patient obtained blood glucose readings of "110mg/dl" with the subject meter and "31mg/dl" on a paramedic's device, performed within 30 minutes of each other. The patients's spouse reported that the meter inaccuracy began on (B)(6) 2014 at 10pm; however, the alleged inaccurate result obtained at that time was not provided. The reported did not detail how the patient manages his diabetes and it is unknown if the patient took any action regarding his usual diabetes management regimen in response to the elevated results. The reporter claimed that four hours after the patient obtained the alleged high result the patient developed symptoms of feeling "cold, sweaty and incoherent" and was told by the paramedics that the patient was "on the verge of going into coma." The reporter detailed that the patient received treatment from emergency medical services (ems) at 03:30am but did not specify the type of treatment. The cca noted that the reporter had to disconnect the call and no additional information regarding the alleged injury was provided. At the time of troubleshooting, the cca discovered that the patient was testing with expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high result with the subject meter. The patient's alleged injury could be attributed to use error since the patient was testing with expired test strips.